Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155461.

Event description:
Voluntary medwatch received states both of the patient's leads presented with noise, while the high voltage lead had oversensing noise and low pacing impedance. No changes were reported. There were no patient consequences.